Manufacturer narrative:
Manufacturer's investigation conclusion: additional information and correction the outflow elbow was returned attached to the pump¿s outlet port. The hmii lvas IFU also outlines care instructions in regards to preventing infection. The heartmate ii lvas patient handbook contains sections in regards to "living with the heartmate ii" and "caring for the driveline exit site". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 12 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced a driveline infection that could not be resolved after several local surgical treatments of the exit site. Due to the infection, the pump was exchanged on (B)(6) 2018. The new driveline was tunneled to the contralateral site. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned disassembled with the driveline severed into three segments. One segment approximately 5 inches (")from the pump housing, the second segment approximately 2¿ in length, and a 27¿ segment of the driveline measuring from the metal connecter was also returned. Rescue tape was observed spanning from the metal connector to approximately 20¿ from the metal connector. The sealed inflow conduit was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces did not reveal any evidence of developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.